Event description:
Error messages were obtained on samples from one intraoperative patient being tested with the rapid intact parathyroid hormone (rpt) method on an immulite 1000 instrument. The physician had provided a ten-minute draw sample and a twenty-minute draw sample, both of which resulted with an error. The physician completed the surgery without the rpt results. The operator of the immulite 1000 instrument rebooted and primed the instrument, then repeated both of the samples in duplicate. A post-operative sample was collected from the patient and tested. The physician expected the post-operative result to be approximately half of the twenty-minute sample result, but the post-operative sample result was higher. The patient underwent a second surgery to remove a second tumor. The patient has recovered from surgery.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the instrument had low cycles per second when the error messages were generated, which showed that no substrate had been dispensed. The cse replaced the substrate pump. During follow-up with the customer, the customer stated that they had not had any discordant rpt results or instances of low cycles per second since the substrate pump was replaced. The cause of the error messages on the rpt patient samples was related to a substrate pump malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.